Manufacturer narrative:
(B)(4). Date sent 10/28/2024. D4 batch #735c59. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 735c59, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic pneumonectomy, when grasping the lung parenchyma at partial right lower lobe resection, the closing lever was not locked. Considering the possibility of a malfunction, the device was replaced to another one. The closing lever was not locked on the second device as well, so the lung parenchyma was compressed with forceps, and the device was used. The device could be fired on the first and second shot at the partial resection of both ends. When the third shot was attempted to fire as well, a loud noise was heard during firing, and staples were deployed unformed. 20mm of sutures were sutured. The doctor commented that the lever opened during firing. There was no damage on the tissue. On the fourth firing, the knife reverse switch worked, and the device could not be fired. Finally, it was considered that the lung parenchyma was too thick to be deployed by the stapler, so the surgeon used aortic forceps to grasp the line of dissection, cut with a scalpel, and sutured with 4-0 pronova to complete the procedure. The doctor commented after the surgery that the tissue was fibrotic, and the thickness and stiffness of the tissue might have been the cause of the failure to fire. The device was used on lungs. There was no bleeding. The cartridge color was black. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2024. D4: batch # unk. Additional information was requested, and the following was obtained: how is the patient's current condition after the surgery? The patient's condition is fine after the surgery. About a damaged component part, which component parts were damaged and were there any broken fragments? The anvil of the second main body was bent outward, but there was no missing or fallen off. Regarding the return of products: two main bodies were sent: the first could not be locked when grasped, and the second anvil opened in the middle of fire, and the anvil was bent outward. One cartridge sent was the first one that failed to be locked and was unused. The anvil opened in the middle of the firing. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No impact on the patient and no change in post-operative care after the procedure. A manufacturing record evaluation was performed for the finished ech60c, with lot/batch number a9cx8l, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 11/5/2024. D4 batch #735c59. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. After further evaluation, the analysis showed the knife wings were broken off. In addition, the knife wings were not returned for analysis. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 735c59, and no non-conformances were identified.